Event description:
Report received from the USA stating that there was "hole in the hose." The event did not occur during surgery. There were no user or pt injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.